Event description:
Patient arrived at the micu [medical intensive care unit] from the cath lab with the distal end of the impella sheath exposed. The clear sheath that comes connected to the distal lock and covers/maintains the sterility of the impella was not secure within the distal locking mechanism. The sheath is supposed to be directly connected to the distal locking device.